Manufacturer narrative:
Received one 60-6010-003 in opened original packaging. Lot number was verified. Performed a visual inspection, there is a solder bridge on the circuit board. Performed a functional inspection using the esu system 7550, the device continuously activates. The cause of the issue appears to be manufacturing related due to bad soldering on the control board. The manufacturing engineer was notified and operator awareness training was performed. Although there have been other similar incidents in the last two years, this is an isolated event as it relates to manufacturing. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 12 complaints, regarding 16 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: use lowest possible power settings on the associated electrosurgical unit capable of achieving the desired surgical effect. Activation time should be as short as possible. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6010-003, universal plus straight-button, was being during an unknown procedure on (B)(6) 2023 when it was reported, ¿it was reported that output occurred even when the ourput button was not pressed.¿. There was no report of injury, medical intervention, or hospitalization for the user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, 60-6010-003, universal plus straight-button, was being during an unknown procedure on (B)(6) 2023 when it was reported, ¿it was reported that output occurred even when the output button was not pressed.¿. There was no report of injury, medical intervention, or hospitalization for the user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.